Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia. The customer's blood glucose level was 45 mg/dl. The customer was assisted in troubleshooting. The customer was treated with food. The customer's other blood glucose level was 58 mg/dl. The customer declined to proceed with troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.